Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the tops of their aligners are sharp and ridged. The aligners cut their gums and the inside of their cheeks when they wear them. This is a contraindicated patient for crowns.